Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this 29mm mitral mechanical valve, it was reported that the leaflet opening of the mechanical valve was jammed. It was further noted that the mechanical valve could not function properly, and was not implanted. A 31mm mechanical valve of the same model was ultimately implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was still attached to the holder and showed no signs of discoloration. Both leaflets appeared intact with no evidence of damage, such as cracks and/or surface anomalies. Both leaflets were received in the closed position in the holder. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description, d.9: device available for evaluation, return date, h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the leaflet motion was tested with the blue actuator. It was further noted that a different size mechanical valve was implanted due no other valve being available at the facility. It was further noted that there was no impingement of the leaflets, as the valve was not implanted. The valve was not sutured or tested. No additional adverse patient effects were reported.